Event description:
The initial reporter complained of discrepant results for 6 patient samples tested for ise indirect na, ci for gen.2 on a cobas 8000 ise module. Patient 1 initial na result was 128 mmol/l. The repeat result was 151 mmol/l. Patient 2 initial na result was 121 mmol/l. The repeat result was 135 mmol/l. Patient 3 initial cl result was 105 mmol/l. The repeat result was 120 mmol/l. The initial na result was 138 mmol/l. The repeat result was 151 mmol/l. Patient 4 initial cl result was 94 mmol/l. The repeat result was 105 mmol/l. The initial na result was 130 mmol/l. The repeat result was 137 mmol/l. Patient "7" initial result was 127 mmol/l. The repeat result was 135 mmol/l. Patient "8" initial result was 128 mmol/l. The repeat result was 140 mmol/l. The initial results were reported outside of the laboratory. Upon completion of repeat testing the results were corrected. The cl cartridge lot number was v8282 with an expiration date of 01-may-2021. The na cartridge lot number was d5943. The expiration date was not provided.

Manufacturer narrative:
Calibration and qc were acceptable. Sample aspiration errors were observed on the alarm trace data. The field service engineer (fse) found leaky tubing, a partially clogged nozzle and intermittent operation of valves. The fse repaired the leaky tubing and replaced the nozzle and valves. Air purges, reagent primes and ise checks were completed with no errors. The customer performed successful calibration and qc. The system passed verification. The issue has been resolved at the customer site. The investigation determined the issues identified by the fse were the cause of the event.